Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that her daughter faced a bent cannula due to which she experienced diabetic ketoacidosis. Therefore, on (B)(6) 2021, the patient was admitted in the hospital, where she received intravenous insulin infusion as corrective treatment. The patient was admitted in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.